Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device had a blank corvue congestion monitoring trend. There is pe or data in the device image. The session record was submitted to engineering for analysis.